Event description:
Reported by the customer as: parent is reporting the pump heats up while in backpack to the point the formula gets hot and bacterial matter builds up causing the child to become ill.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.